Event description:
It was reported that the customer experienced alarm 2 followed by alarm 26, indicating an occlusion issue. This caused the customer¿s blood glucose level to be read as "high," though the specific value was not known. In response, the customer administered a correction injection via multiple daily injections (mdi), changed the infusion set and cartridge, and resumed insulin delivery. There was no need for third-party assistance, and no additional assistance was necessary as the occlusion issues were not frequent or recurring.